Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: the battery cap was able to fully tighten onto the pump. The battery compartment was intact. There were battery alarms observed in the pump's black box and alarm history. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. The reporter noted that the battery compartment was found to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.